Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of the noisy image was confirmed. The service technician observed image cuts on and off when cable manipulated, hence shortage in cable causing an image problem. Listed parts to be replaced. The cause can be attributed to component failure. No further information was reported.

Event description:
The customer reported to olympus that during a therapeutic procedure, the cord needed to be manipulated to get a picture. The intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The legal manufacturer determined the indicated phenomenon of "image switches intermittently when the cable is manipulated and the cable is partially broken" likely occurred due to a partial disconnection of the cable caused by an unexpected force applied to the cable.